Manufacturer narrative:
Actual product was not returned to manufacturer, but a sample of product from the user facility's stock thought to be the same lot of the reported device was forwarded to the manufacturer for evaluation. Evaluation and testing of submitted product showed item met specifications for neck strength.

Event description:
During a left eye orbitotomy with biopsy of mass, a piece of a bur broke off in the patient's cheekbone. The piece was not retrieved at the time of the event and remains in the patient in the cheekbone near the eye orbit. As of the date of this report, the surgeon advised that the piece has not been removed.